Event description:
(B)(4). Polyprolene implanted for sacrocolpopexy. Horrible feeling ducks. Pain in sacral area. Severe constipation. Never given information about risks. Doctor denies mesh is any problem. Destroying my life. Have had two major abdominal surgeries.